Manufacturer narrative:
The customer¿s report of the tubing separated at the upper fitment and leaked was confirmed. During visual inspection it was observed that the silicone segment was completely separated from the upper fitment. However, visual inspection of the silicone segment noted the retainer ring indentations indicating that the retainer ring had been assembled into the set. Microscopic inspection noted no crush mark to the upper or lower fitment. Dimensional testing was performed on the silicone segment tubing. The silicone tubing was measured to be within specification. The root cause of the separation was not definitively determined.

Event description:
It was reported that on the critical care unit at 1311 a norepinephrine infusion was programmed to infuse at 5mcg/min on an adult patient. The pump module alarmed "blocked IV tubing". The door was opened to discover a separation at the upper fitment of the pumping segment and was leaking. The patient's blood pressure initially dropped to 85/44, but was restored to 139/55 by 1322 after the IV tubing was replaced and the norepinephrine infusion was restarted. The customer stated that there was no lasting serious injury or medical intervention.

Event description:
It was reported that on the critical care unit at 1311 a norepinephrine infusion was programmed to infuse at 5mcg/min on an adult patient. The pump module alarmed "blocked IV tubing". The door was opened to discover a separation and leaking at the upper fitment of the pumping segment. The patient's blood pressure initially dropped to 85/44, but was restored to 139/55 by 1322 after the IV tubing was replaced and the norepinephrine infusion was restarted. The customer stated that there was no lasting serious injury or medical intervention.

Manufacturer narrative:
The report of the tubing separation and leak at the upper fitment and leaked was confirmed. During visual inspection it was observed that the silicone segment was completely separated from the upper fitment. Further examination of the silicone segment end noted retainer ring indentations indicating the retainer ring had been in place. Microscopic examination observed no crush mark to the upper or lower fitment. Functional testing of the returned set was deemed unnecessary due to the separation. Dimensional testing performed on the silicone segment tubing found the tubing to be within specification. The separation of the silicone pumping segment to the upper fitment was caused by a gap at the engagement that allowed the separation to occur. The root cause of the gap and resulting separation was due to incorrect positioning of the components during manufacture.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the critical care unit at 1311 a norepinephrine infusion was programmed to infuse at 5mcg/min on an adult patient. The pump module alarmed "blocked IV tubing". The door was opened to discover a separation at the upper fitment of the pumping segment and was leaking. The patient's blood pressure initially dropped to 85/44, but was restored to 139/55 by 1322 after the IV tubing was replaced and the inotrope was restarted. The customer states that there was no serious injury or medical intervention.